Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor: 09/10/2013, belt: 01/19/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. Reportedly, ems was called and CPR was performed by ems staff for approximately 30-45 minutes. The lifevest was said to be alarming and the patient was reportedly not alert while the alarms were occurring. Per clinical review of the patient's continuous ECG, following device startup at 11:52:10 on (B)(6) 2019, the patient was in an idioventricular rhythm at 90 bpm degrading to ventricular tachycardia (vt) from 150 bpm slowing to vt at 130 bpm from approximately 19:49:03 to 19:51:13. Arrhythmia was detected two times from 19:49:03 to 19:51:13 while the patient's rhythm was vt at 130 bpm slowing to an idioventricular rhythm at 85 bpm. Asystole was detected three times from 19:55:55 to 20:23:55 while the patient's rhythm was vt from 100 bpm to 130 bpm with CPR artifact. CPR artifact contributed to the false detection. The patient then received a non-lifevest defibrillation while their rhythm was an idioventricular rhythm at 60 bpm with CPR/motion artifact. The patient's post-shock rhythm was asystole with CPR artifact that transitioned to an idioventricular rhythm from 80 bpm to 90 bpm that degraded to vt from 110 bpm to 130 bpm with CPR/motion artifact from 20:15:24 to 20:24:10. Bradycardia was detected at 20:46:57. Asystole was detected at 20:48:59 when the patient's rhythm was an idioventricular rhythm at 10 bpm with CPR/motion artifact. CPR artifact contributed to the false detection. Per clinical review of the patient's continuous ECG recordings, the patient was in vt from 120 bpm to 140 bpm with CPR/motion artifact. The patient received a second non-lifevest defibrillation while their rhythm was vt at 150 bpm. The patient's post-shock rhythm was asystole with CPR artifact that transitioned to an idioventricular rhythm at 90 bpm that slowed to an idioventricular rhythm at 10 bpm with CPR/motion artifact from approximately 20:24:13 until the electrode belt was disconnected at 20:49:22 on (B)(6) 2019. The device properly detected vt. However, the hr was at or below the threshold for treatment and CPR/motion artifact prevented the patient from being treated by the lifevest. The CPR artifact shown the patient's ECG recordings is consistent with the report that ems performed CPR on the patient. The device properly detected asystole, however asystole is a non-treatable rhythm. There is no indication that a device malfunction caused or contributed to the patient's passing.